Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as improper diet; however, this could not be clarified, therefore, the cause of the event was assessed as unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified intraperitoneal ¿drugs¿ (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had not recovered. No additional information is available.